Event description:
During a colon resection procedure the clips did not load properly. The surgeon used another device without patient injury.

Manufacturer narrative:
8/11/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.